Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the sensor is intermittently giving incorrect readings.

Event description:
It was reported the sensor is intermittently giving incorrect readings.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of sensor is intermittently giving incorrect readings was confirmed. The sensor was connected to a test sr8, and the ECG was intermittently functioning. The root cause of the reported failure was identified as a loose connection between the ribbon cable and the ECG pcb.